Event description:
Upon receipt of medical records from legal, it was discovered that this bilateral patient was revised on both sides due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon receipt of medical records from legal, it was discovered that this bilateral patient was revised on both sides due to pain. Doi: (B)(6) 2005 - dor: (B)(6) 2009 (left hip) doi: (B)(6) 2006 - dor: (B)(6) 2008 (right hip) the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The patient record review has not conclusively identified a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.